Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a hernia concurrently with the onset of peritoneal dialysis therapy. Medical records received on 3/1/2018 stated that the onset of dialysis treatment occurred 3 years ago. The date of (B)(6) 2015 will be used as no precise date was reported. Upon follow up with the patient's nurse, it was stated that the patent has an inguinal hernia which began at approximately the same time as peritoneal dialysis therapy. The patient will not agree to repair surgery. In order to tolerate the treatment, the patient lies down while being administered therapy in order to prevent fluid from collecting in the scrotal sac. The patient is currently completing treatments.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a hernia concurrently with the onset of peritoneal dialysis therapy. Medical records received on 3/1/2018 stated that the onset of dialysis treatment occurred 3 years ago. The date of (B)(6) 2015 will be used as no precise date was reported. Upon follow up with the patient's nurse, it was stated that the patent has an inguinal hernia which began at approximately the same time as peritoneal dialysis therapy. The patient will not agree to repair surgery. In order to tolerate the treatment, the patient lies down while being administered therapy in order to prevent fluid from collecting in the scrotal sac. The patient is currently completing treatments.

Manufacturer narrative:
Clinical evaluation: there is a possible temporal relationship between the continuous circulatory peritoneal dialysis therapy with the liberty select cycler and the hernia. There is no documentation that shows a causal relationship between the hernia and the liberty select cycler. Additionally, there are no allegations of a malfunction against the cycler for this event. Based on available information, the cause of hernia is unknown. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.